Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip lot: 40314a1007 was chosen for implantation. Gripper orientation was successful and grippers were able to raise. During implantation, the gripper failed to lower during independent grasping. Troubleshooting was performed but unsuccessful. The clip was not implanted and the procedure was aborted. The procedure ended with mr unchanged grade 4. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.